Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high. The medical surveillance specialist was unable to get in touch with the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on sunday morning at 9 a.m. The patient claimed that he obtained blood glucose results of "276, 278, and 280 mg/dl" with the subject meter, which he felt was inaccurately high compared to how he was feeling when he was testing/his normal blood glucose results. The patient reported managing his diabetes with insulin (self adjuster). It is not known if the patient made any changes to his normal diabetes management due to the alleged issue starting. The patient informed the cca that one hour after the alleged issue began he developed symptoms of "sweaty and dizzy." However, the patient denied receiving medical intervention as a result of the alleged issue. At the time of troubleshooting the patient did not have control solution to perform a control test. During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement and that the test strips were not expired. However, replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reported developing symptoms suggestive of a serious injury as a result of the alleged inaccurate high readings being obtained on the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.